Event description:
A patient 11 months post-operatively and 1.5 months after they were deemed fused, came in with an infection. Please note that the patient had a mix of hardware including our screws and a synthes stainless steel plate tibial proximal lc 4.5mm, 14 hole, 262mm, r with various stainless steel screws of various lengths that go with the plate. It was noted that "dr.(B)(6) suggested non urgent hardware removal. Labs slightly elevated but not overly concerning for infection. Patient declined and stated that the redness and swelling is improving and they would rather see if it is just an odd flare up and if it happens again, patient is not too worried about it and does not want to go under the knife again if they don't have to." Said on (B)(6) 2021 in notes. The adverse event was updated yesterday to confirm recovered without sequelae, so should no longer have infection. Patient was under observation only, so there was no action taken for the potential infection. (B)(6) year old male, obese, fracture repair of an open, complex, displaced fracture of the distal fibula and tibia on the right side using a 4.0mm headless titanium screw 60mm long (with long thread) and using a 4.0mm headless titanium screw 58mm long (with long thread) with a synthes stainless steel plate tibial proximal lc 4.5mm, 14 hole, 262mm, r with various stainless steel screws of various lengths that go with the plate (surgery (B)(6) 2019), - or time was 256 minutes, post-operative treatment: weight bearing instructions: weight bearing as tolerated, pain medication: oxycodone (5 mg by mouth every 4 hours as needed for pain), acetaminophen (500 mg every 6 hours for pain), subject was not compliant with post-operative treatment because doctor recommended the removal of hardware but patient declined. Patient had an adverse event: 11 months post op, patient was seen in office for complaints of infection (seen in office (B)(6) 2020), states date of onset was about 1-1.5 weeks prior to this visit. (This incident was single episode, mild, not serious, not related, observation only, and recovered without sequelae). It was noted that "dr. (B)(6) suggested non urgent hardware removal that the patient declined. Labs slightly elevated but not overly concerning for infection. Patient declined and stated that the redness and swelling is improving and they would rather see if it is just an odd flare up and if it happens again, patient is not too worried about it and does not want to go under the knife again if they don't have to." (Said on (B)(6) 2021). Subject returned to normal activity 9.5 months after surgery, at 10.5 months the patient was fused, with no pain or tenderness with weightbearing. At 10 months subject has clinically healed.